Manufacturer narrative:
H4: the device was manufactured from january 30, 2019 - february 1, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit. Therefore, the reported condition was verified. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. After fill, prime, and to ensure the blue winged cap was securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was then monitored until the next day. The next day, no signs of leak were observed. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labeling, instructions for use, indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.